Manufacturer narrative:
E1 and e2- no hospital contact information can be provided due to local regulation. H10- the device was returned for evaluation. During testing, the reported issue could not be confirmed. No errors occurred. Inspection showed that the coupler component was rusty and the cable was damaged with leakage identified. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the hd autoclavable camera head was being inspected prior to use with patient and the device relayed an "error e315" (scope error) on the monitor. The customer reported the patient's diagnostic laryngoscopy procedure was completed with a similar device with no delay and no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e315¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.